Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by exercising and not eating. Customer changed infusion set and cartridge and resumed insulin therapy.